Event description:
Fractured after implantation. This plate was implanted in rptr's cervical spine in 12/93. Radiographs in 5/94 showed that the plate was broken. Radiographs (including a myelogram) done in april of this year (1995) showed that not only was the plate broken, but the fusion had collapsed and the ends of the plate overlapped, causing severe pain and neurological symptoms in rptr's arms and hands. Add'l surgery was required to remove the plate and attempt to re-fuse cervical vertebrae. Rptr considers this a breach of warranty, that co's product was not fit for its intended use.